Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Intraoperatively, the incision required enlargement to 6 mm and placement of multiple sutures. The reason for the enlargement and sutures is unk. Two weeks postoperatively, the lens vaulted and caused a myopic shift in vision, however, the bcva was 20/20. The lens was repositioned successfully and the pt's prognosis is excellent. The pt wears reading glasses.

Manufacturer narrative:
Device remains implanted and is therefore not available for evaluation.